Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as: 2134265-2012-01345, 2134265-2012-01756. Same patient as: 2134265-2012-01346, 2134265-2012-01347. It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction requiring revascularization and stent step down. Lesion 1 was located in the long lesion located in the mid left anterior descending (lad) and extending into the distal lad. The lesion was 75% stenosed, 2.5mm in diameter and 60mm long. The lesion was treated with predilation and placement of two (2.5x28mm distal and 3.0x38mm proximal) overlapping taxus liberte stents. Post dilation was performed. A grade a dissection was noted proximal to the study stents. This required an additional/third 3.0x16mm taxus liberte stent which was deployed in the proximal lad proximal to the previously deployed stent in the mid lad. This did not yield adequate results and hence a fourth 3.0x20mm taxus liberte stent was deployed in the proximal lad extending to the ostium of the lad. Following post dilation, residual stenosis was 0%. Lesion 2 was a long lesion located in the distal left circumflex and extending to the 1st left posterolateral (lpl). The lesion was 100% stenosed, 2.5mm in diameter and 40mm long. The lesion was treated with predilation and placement of a 2.5x24mm taxus liberte stent. A second 2.5x28mm taxus liberte stent was then placed in the distal lcx extending into and overlapping the 2.5x24mm taxus stent placed in the lpl. Post dilation was performed. Residual stenosis was 0% with good flow into the posterolateral branch. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2012, the patient presented with pain in the left shoulder and left arm for a few hours and was hospitalized. Electrocardiogram showed q waves in the inferior leads. Laboratory investigations revealed elevated troponin levels. The patient was diagnosed with non-st elevation myocardial infarction and was referred for cardiac catheterization. Catheterization revealed focal restenosis of the distal lad, treated with a drug eluting stent in the distal lad. Also noted was 'step down' to a diffuse stenosis in the lcx. The event was considered resolved without residual effects. The patient was discharged 2 days late on aspirin and prasugrel.